Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy interaction with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 9f sheath prior to an endovascular aortic repair (evar) procedure. The sheath was upsized to 18f and the evar procedure was completed. The suture of the first proglide device was successfully tightened. Reportedly, when the suture of the second proglide device was pulled a suture break occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.